Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on unknown side, device remains implanted.

Event description:
The affected side is the right. The device has been explanted.